Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient reported receiving ¿low cgm values¿ from their continuous glucose monitor; however, no specific numerical values were provided. At the time, the patient did not perform a blood glucose meter comparison while at home. The patient was using a betabionics ilet insulin pump. Subsequently, the patient began experiencing symptoms including feeling very hot and having hot flashes, prompting a visit to the emergency room for evaluation. Upon arrival at the ER, the patient¿s blood glucose level was measured at 800 mg/dl. The patient received insulin treatment (route of administration was not recalled) and was admitted to the hospital for further management. The patient was discharged the following day and reported ¿feeling better¿ at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.